Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that after initial placement and helix extension of this right atrial (ra) lead, the lead dislodged upon removal of the stylet. The lead was repositioned, however, the helix would not extend after 30 to 50 turns. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.